Manufacturer narrative:
No RMA has been initiated for this issue. Model 3gtqsp, (B)(4) is approximately 10 years 3 months old. The owner's manual part number 1143151 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a female whose age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
Customer alleged when the chair is sitting the right motor will click on/off. When driving, alleges motor brake clicks on and spins around and alleges a burning smell from the motor. No injury alleged.